Event description:
It was reported that the pump exhibited a motor rate error, fails during the occlusion testing and has a broken bolt in the syringe size plunger. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case on the left was cracked, the battery door was cracked, and the black screw on the barrel clamp head was broken. A review of the event history log identified motor rate error. During functional testing using the flow and occlusion test, the reported issue of motor rate error was unable to be duplicated and confirmed the screw was broken off for the barrel clamp head. The root cause of the issue was a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue. Replaced motor assembly as a preventative measure, parts were over 7 years old. Replaced barrel clamp rod and head for broken screw. UDI was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).